Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID#: (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, for assistance with arterial line quality. Screenshot of iabp monitor showed significant arterial line artifact. Troubleshooting, including flushing the line was unsuccessful. Later user texted 2:25 am edt to report that the cardiologist had moved the catheter 1cm with no change. The esp personnel suggested getting another chest film to assess position post repositioning. The ECG waveform also showed significant artifact at this time. The esp personnel suggested they remove and replace the ECG electrodes adding a bit of doppler gel to the backs of them to increase conduction and reduce artifact. User was appreciative of the support and call was ended. No harm or injury reported.